Event description:
It was reported to philips that the system did not start up at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting and review of the system logs identified a disk boot error message. The fse determined that the hard disk connection cable was faulty. The fse replaced the hard disk connection cable. After the cable was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.